Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the top row of leds were intermittently dim and flickering. It was found that the upper led section d4 on the system board is faulty. Energizing led section d4 during led testing resulted in restoring functional operation of the led segments and the unit functioned as designed., corrected data:

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6). :

Event description:
It was reported that the top segments of display intermittent; which can appear as wrong value. Per the customer, the display should be displaying 97, but instead it displays 41. No known impact or consequence to patient.